Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of radiculopathy and spinal pain. It was reported that the patient complained about recharge time, placement of antenna (discomfort), and the inability to sit while the device charges (resulting in the need to stand while charging). The patient was dissatisfied with the device. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the patient was unable to recharge. The event was unresolved with no further actions planned. This was noted to be due to subject usability issues as the patient had physical difficulties with recharging. On 2020-04-03, it was noted the patient had discomfort while charging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the cause of the event was not determined and the event was unresolved with no further actions planned.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that no actions were taken and the event was ongoing.